Manufacturer narrative:
Result of investigation: technical team has determined that the reported failure was caused by a defective o2 pressure regulator. Restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Scar sc-ch-20-002 has been initiated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Analysis of the log files provided reveals o2 pressure regulator issue, and vyaire sent a replacement inspiration block to the customer and requested to return the replaced block. However, after installation of the new block, calibration did not pass, and there seems to be an issue with the flow sensor system or the flow sensor is wrong calibrated. The customer then re-installed the original block, and calibration passed. The customer indicates new block is faulty. Vyaire has requested details about the new block (pn, sn, lot number, and delivery invoice). No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during ventilation of an animal patient, the bellavista 1000 alarmed "technical failure 388 - no o2 dosing possible" and "o2 supply failed - no o2 dosing possible." The animal patient was transferred to a backup ventilator, and there is no harm associated with the event.